Event description:
The product was used during a laparoscopic gastrectomy procedure. Reportedly, the staples did not form properly. The surgeon applied another device and resected the application site to complete the procedure. The hospital has reported the pt's condition is satisfactory.